Manufacturer narrative:
H10: the investigation for the issue reported concludes no malfunction of the flex cardio device occurred. The attending field service engineer confirmed this complaint was attributed to the azurion product. No further action or investigation related to the flex cardio device is warranted based on the available information at the time of complaint closure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete. The patient reportedly survived. After a system reboot, the system functioned as intended.

Event description:
The customer reported that during a procedure on a patient, the screen lost the hemo signal. While the heart of the patient stopped beating. They noticed this asystole with a delay on their arterial pressure line because they no longer had a hemo signal present in the room.